Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID d154awg implantable cardioverter defibrillator (ICD) implanted: 2008-(B)(6); product ID 694765 implantable tachy lead implanted: 2008-(B)(6); (B)(4).

Event description:
It was reported that the patient presented with bactermia, endocarditis, and vegetation on lead at tricuspid valve. The patient received long term IV antibiotics without improvement. The system was laser extracted. No further patient complications have been reported as a result of this event.